Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, the tip of the harmonic ace instrument protruded/became derailed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have teflon pad missing. The teflon pad is torn off at the distal end of the instrument. There was material missing as a result. The complaint was confirmed by failure analysis.